Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a dim light-emitting diode and the lamp light was always blinking when plugged in. The issue was found during a therapeutic videostroboscopy procedure. It was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report presents the results of the final investigation and provides additional information. The following fields have been updated: h2, h6, and h11. The device was not returned to olympus for inspection. As a result, the reported failure could not be confirmed. A definitive root cause could not be identified. The investigation did not establish the most probable cause of the complaint. If additional relevant information becomes available, an updated supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.